Event description:
New information states that the patient was doing well post-procedure, no complications.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's device exhibited backup vvi mode. Due to low battery no status report was available. The device was explanted and replaced. No additional information was available.